Event description:
Complainant alleged that while attempting to face a pt, the device failed to capture the pt's heart rhythm. The complainant replaced the "one step" complete pads and successfully cardioverted the pt. The complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.